Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with normal operating currents and no unexpected failed battery test alarm or low battery alarm noted during testing. Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Unit was received with stained/faded serial number label and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not working properly and the insulin pump had replace battery now alarm. Customer's blood glucose level was high and it was 369 mg/dl. Customer was unable to perform high pressure test due to insulin pump was not working properly. Insulin pump will be returned for analysis.